Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this 16 mm transcatheter pulmonary bioprosthetic valve, into a failed 25 mm non-medtronic surgical valve, a pre-implant high pressure balloon aortic valvuloplasty (bav) was performed and the residual waist was reported to be 21 mm at 6 atmospheres (atm). It was reported that the 16 mm valve was delivered off-label using a 22 mm delivery catheter system (dcs). Immediately following the valve implant, moderate central pulmonary insufficiency was noted. Further evaluation with intracardiac echocardiography (ice) showed moderate-severe paravalvular leak (pvl). The physician deemed the leak unacceptable and it was decided to place an additional 18 mm valve into the previously implanted valve during the same procedure. Subsequently, another valve was successfully implanted valve-in-valve. The patient had a history of congenital heart disease a nd a previous right ventricle to pulmonary artery (rv-pa) conduit with the non-medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.